Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient stated that numbers are not visible in the result field of the display of her coaguchek xs meter. The patient performed a display check of the meter and segments were found missing for the digits seen after the decimal place. All other segments were visible. The patient's meter was requested for investigation.

Manufacturer narrative:
The patient's meter was returned for investigation. The meter was decontaminated, memory and device data were read, and a visual examination was performed. It was found that the display was broken causing a large part of the segments to not be displayed. The root cause was determined to be large cracks in the screen due to improper handling or maintenance by the customer.